Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events. Also stated in IFU are major adverse events associated with the surgery including bleeding. Addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was implanted on (B)(6) 2015. It was stated that there was a lot of blood loss during the case and the surgeons gave the max dose of factor 7 and fresh frozen plasma in an attempt to dry patient up. The patient's chest was closed at the end of the case, blood pressure remained low at map ~ 55-60, flows ~ 3.5 at 2200rpms and 2.4w at the end of the case. Patient was transferred to the intensive care unit (ICU) around 1600. It was stated by the vad coordinator that the patient's "flows dropped to ~ 2.0 any time they got behind on volume". At approximately 2000, patient was noted to have lost ~ 700ml of blood into the chest tubes. At that time the patient's chest was "cracked at beside" and the surgeons found and corrected the tapenade. The chest was left open and it was planned to be close on (B)(6) 2015. It was stated by the vad coordinator that the patent was now hemodynamically stable and the flows were also stable at 4lpm. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Additional information received from the site stated that the bleeding came from the ivc cannulation site. It was further stated that the patient received additional transfusions. It was also stated from the site that there were no device malfunctions. Patient was said to be stable and recovered and discharged on (B)(6) 2016 to rehabilitation center. No additional information received. While the root cause of the event is likely related to the device support, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.